Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test done which showed total bilateral occlusion. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception. In 2008, the patient had essure inserted. In 2013, the patient experienced mitral valve prolapse ("mitral valve prolapse"). In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), pruritus ("constant itching"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision changes"), fatigue ("fatigue"), alopecia ("hair loss"), flank pain ("pain/ left side/ right side pain"), bladder pain ("bladder pain") and eye pruritus ("vision/ eye problems- constant itching"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, pruritus, bladder disorder, urinary tract disorder, migraine, headache, mitral valve prolapse, nausea, tooth disorder, dysmenorrhoea, dyspareunia, visual impairment, fatigue, alopecia, flank pain, bladder pain and eye pruritus outcome was unknown. The reporter considered alopecia, bladder disorder, bladder pain, dysmenorrhoea, dyspareunia, eye pruritus, fallopian tube perforation, fatigue, flank pain, headache, menorrhagia, migraine, mitral valve prolapse, nausea, pruritus, tooth disorder, urinary tract disorder, vaginal haemorrhage and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: perforation (fallopian tube(s)), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), constant itching, bladder problems, urinary problems, migraines, headaches, mitral valve prolapse, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision changes, fatigue, hair loss, pain/ left side/ right side pain, bladder pain and vision/ eye problems- constant itching. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.